Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument had poor tip movement. The user completed the procedure with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed imprecise motion. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument exhibited imprecise motion in the wrist direction during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction; however, a lag or delay in the motion was observed. The instrument was found to have various scratches on the main tube. The scratches measured approximately 0.2130¿ - 0.0860¿ in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do show damage. The instrument was found to have a frayed snake wrist cable at the distal end. The cable was not fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.